Manufacturer narrative:
There was a button error alarm and no button response due to corroded keypad traces. There was no moisture damage inside the pump and no scrolling by itself noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose is 98 mg/dl. Customer stated that he fell into a river with the insulin pump on and the buttons were lagging when he goes to do a bolus. Customer stated that the pump was scrolling by itself and the act button won't work unless it is pressed a billion times along with the esc button. Customer is on shots now and has not been using the pump. Customer reported that the pump was exposed to fluid in the past with no moisture visible in the pump. Customer stated that the water was freezing cold. Customer mentioned a battery max limit alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.